Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). When the pump was evaluated, the reported issue was not present during the evaluation. Investigation showed that the pump had a delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 5 seconds or (B)(4) of expected accuracy. Log review showed that last infusion setup occurred on (B)(6) 2024 and 5:26am with an infusion start of 250ml/hr and 250ml (drug name: tacrolim; dose rate 2.59mcg/hr from drug libray name fall 2023a.dl). At 6:26am infusion was stopped with a volume infused to 249.07ml. Pump was placed on standby at 6:31am, brought out of standby at 8:08am, and at 8:09am an infusion start and then stopped with a total volume infused of 249.22ml with no further infusions taking place.

Event description:
As reported by the user facility: it was reported that the pump had an over infusion issue in which the pump was programmed to infuse for 24 hours but stopped after 1 hour of infusing the medication.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 5 seconds or 98% of expected accuracy. Preventative maintenance was performed. The log review shows on (B)(6) 2024 and 5:26am in infusion start of 250ml/hr and 250ml (dl: tacrolim; dose rate 2.59mcg/hr). At 6:26am infusion was stopped with a volume infused to 249.07ml. Pump was placed on standby at 6:31am, brought out of standby at 8:08am, and at 8:09am an infusion start and then stopped with a total volume infused of 249.22ml with no further infusions taking place all information concerning this reported incident has been included in our trend analysis of the product line.